Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleged shortness of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and the manufacturer visually inspected the external and internal showed left flap missing, white deposits in filter inlet, unknown black residue on inside of front panel and no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was sound abatement foam degradation. Section h6 updated in this report.

Manufacturer narrative:
In previous report section d9 was incorrectly captured as: 02/24/2023 but it should be reported as: 02/09/2023. Section d9 has been corrected/updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.